Event description:
It was reported by the customer that a pyxis medstation es system was disconnected mode and patient names/orders were not crossed. The customer reported that a malfunction affecting patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patients and orders did not cross over. A technical support specialist connected with customer, changed configuration settings, disabled private firewall and all interface connections started to connect and messages are now crossing over. The system functioned as intended after the technical support specialist troubleshot the device.